Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. The patient dislodgement was confirmed through cine imaging after the pocket was closed, so they decided to reposition the lead. When repositioning, it took over 40 rotations to retract the screw and about 20% of the screw was exposed even over 50 rotations when it was decided to replace the lead. No additional adverse patient effects were reported.